Event description:
Reportable based on analysis completed on (B)(6) 2012. It was reported that during percutaneous transluminal coronary angioplasty, the stent was unable to cross the lesion. Vascular access was gained via the radial artery. The progressive 5.0x12mm 80% stenosed fibrotic target lesion was located in the mildly tortuous and moderately calcified right coronary artery (rca) with a significant bend between 45 and 90 degrees. The lesion was pre-dilated and the 5.0x12mm taxus liberte stent was advanced but was unable to cross the lesion. The procedure was completed with another 5.0x12mm taxus liberte stent. There were no patient complications reported and the patient status is stable. However; returned device analysis revealed a shaft fracture and the stent moved on the balloon.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by manufacturer - the device was returned in two sections as a result of a break in the hypotube shaft. The break was located approximately 168mm from the catheter strain relief. A severe kink was noted just proximal to the break (150mm). The hypotube was kinked along it length. This damage is consistent with excessive force being used during attempts to cross the lesion. The inner and outer lumen was accordianed shaped and the core wire was twisted. Several kinks were noted along the outer lumen. The stent had moved approximately 9mm proximally. No damage was noted to the stent and the tip. This type of damage is consistent with excessive force being applied to the delivery system. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).